Manufacturer narrative:
(B)(4). The recipient reportedly experienced device extrusion and a skin flap infection. On (B)(6) 2017, a wound closure was attempted prior to explant. The recipient was recommended device non-use for 2 weeks. The recipient's skin flap infection has reportedly resolved. The recipient will not be reimplanted. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient's device was reportedly explanted due to medical issues. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced device extrusion prior to explant.

Manufacturer narrative:
On (B)(6) 2017, a wound closure was attempted prior to explant. The recipient was recommended device non-use for 2 weeks. The recipient's skin flap infection has reportedly resolved. The recipient will not be reimplanted.